Manufacturer narrative:
Results: a device and picture were both returned from the customer. The returned customer samples confirmed missing gel from the tubes. Conclusion: the most likely cause is a process interruption during gel dispense. Tubes were placed back on the line without proper inspection. An engineering project is underway to install a vision sensor to detect missing gel. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5202985.

Event description:
It was reported that many of the 13x100 mm 5 ml bd vacutainer® sst¿ tube. Red bd hemogard¿ closure that were delivered did not have any gel/additive in the tube.